Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the "plastic boot of the jaw broke." The reporter clarified, "it was cracked and beginning to peel back after initial insertion into tool port. The damage was noticed prior to insertion of the btt (blunt tip trocar) and changed out with another device. Procedure was completed without injury to the patient." A new kit was used to complete the procedure. The lot number is unknown, since the product was discarded. Replacement was requested. The product is returning.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).